Manufacturer narrative:
Four batteries were returned for evaluation and two batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the batteries passed visual examination and functional testing. Log file analysis revealed that the batteries discharged as expected when in use, it revealed a usage pattern of exchanging and recharging batteries before they discharged below the (B)(4) rsoc threshold. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. Users are instructed to return any damaged components to heartware. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Any observed damage would be mitigated by the exchange of this component for another one. Therefore the potential that this type of event would cause a death or serious injury is remote. This will result in therefore result in user annoyance with no effect on the functioning of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / 1650 / manufacturing date: 07/31/2015 / expiration date: 07/31/2016 / (B)(4). (B)(4). Device not returned. Battery - (B)(4) / 1650 / manufacturing date: 07/31/2015 / expiration date: 07/31/2016 / (B)(4). (B)(4). Device not returned. Battery - (B)(4) / 1650 / manufacturing date: 07/09/2015 / expiration date: 07/31/2016 / (B)(4). (B)(4). No failure detected, device operated within specification. Battery - (B)(4) / 1650 / manufacturing date: 07/21/2015 / expiration date: 07/31/2016 / (B)(4). (B)(4). No failure detected, device operated within specification. Battery - (B)(4) / 1650 / manufacturing date: 07/09/2015 / expiration date: 07/31/2016 / (B)(4). (B)(4). No failure detected, device operated within specification.

Event description:
Per vad coordinator the patients batteries are only lasting for 2-3 hours. The patient states that the batteries are fully charged when he connects to the batteries, four out of four lights, but the fuel gauge shows (B)(4) power (1 out of 4 lights) after only 2-3 hours of use. The patient's batteries were replaced with no reported effect on the patient. No further information was provided.